Manufacturer narrative:
The service rep adjusted the boost mode to within 20r/min regulation. System is working as intended.

Event description:
The customer reported the max dose rate exceeds the boost mode request to increase boost mode. No pt involved.